Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, while cause of damage was described as normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place damaged pump into storage mode before return, advised that pump settings and cgm would need to be reprogrammed and reconnected on replacement device, and requested return of damaged pump using prepaid label within 10 days.